Event description:
During a percutaneous endoscopic gastrostomy (peg) tube insertion procedure, the patient received a small tear to the gastro-esophageal junction area as the peg wire was withdrawn. The wire appeared to be bent at a 90 degree angle at the tip. One hemostatic clip was successfully placed onto the area. Estimated blood loss was minimal. Bleeding was confirmed to be stopped before ending the procedure. The peg tube was not saved, so no model or lot number is known. The manufacturer is also unknown.